Event description:
The customer reported that the unit shows a red x and chirps in the morning.

Manufacturer narrative:
The unit was evaluated at philips, and the reported symptom was confirmed. In addition, the device was found to intermittently fail to power up. Reloading the software resolved both the red x and the intermittent power up issues.